Event description:
The device could not be interrogated using inductive telemetry during last follow-up. Preliminary analysis confirmed the reported event. A recovery procedure was performed on (B)(6) 2017, resolving inductive telemetry issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
The device could not be interrogated using inductive telemetry during last follow-up. Preliminary analysis confirmed the reported event. A recovery procedure was performed on (B)(6) 2017, resolving inductive telemetry issue.